Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error during basal/bolus. Troubleshooting was performed. The customer stated that he took off the insulin pump before entering the MRI room. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.